Event description:
It was reported that prior to use, the stent had moved on the balloon in a proximal direction. This was noticed right after the product was removed from the package. Another stent delivery system was used to complete the procedure. There was no adverse effects to the pt as the product was not clinically used. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt. Althouh the amiia pta balloon catheter is not distributed in the us and is not similar to any product distributed here, the amiia sds has a palmaz genesis stent mounted on the catheter, which is the same stent as used in the us for 4mm to 6.5mm balloons. As this complaint involves the stent, this product is considered similar based on the palmaz genesis stent.